Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2, mfg report reference: 3006705815-2019-00964. It was reported that the patient experienced lead migration. The patient had the migrated leads explanted and replaced on (B)(6) 2019. During the replacement, the leads were connected to the already implanted ipg and it was reported that there was low impedance (mfg report reference: 3006705815-2019-00966).